Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blistering on her back under the therapy electrodes. Patient advised skin irritation burns and itches so bad under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cream. Follow up indicated that the cream is helping with the skin irritation.